Manufacturer narrative:
This report is being supplemented to provide additional information based on the user culture results (please reference b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and cleaning, disinfection, and sterilization (cds) information. The cds was performed by the customer. There was no patient infection. Pre-cleaning was done bedside in the examination room within 5 minutes after the procedure was finished. Neodisher endoclean with a concentration of 1% was used during pre-cleaning. Manual cleaning of the instrument channel and channel opening was done using an endoflex clean brush set with neodisher endoclean at a concentration of 1% as the detergent. The cleaning brush was no reused. The instrument and suction channels were brushed back and forth for two strokes until no debris was observed in the bristles of the brush. An olympus single use soft brush was used to clean the forceps elevator. The forceps elevator was flushed in the detergent solution and brushed until no debris was observed on the bristles of the brush. All channels of the scope were flushed with the detergent. The biopsy, air and suction valves were reprocessed with a single valve set. Manual disinfection was not done. A cantel medivators advantage plus automatic endoscope reprocessor (aer) was used with intercept plus as the detergent and rapicide a+b as the disinfectant. All channels of the scope were connected to the aer injection ports and supplied with disinfectant. The disinfectant was not expired and the disinfection process was according to the instruction for use (IFU). Air/water, suction and auxiliary channels were not flushed with water. All removable parts were detached from the scope during reprocessing. The scope was dried and then stored in a drying cabinet. A supplemental report will be submitted upon receiving any additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope failed microbial testing twice. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the flexibility adjustment function did not work due to wear of the flexibility adjustment ring, the objective lens was chipped, the bending section cover adhesive was cracked, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.